Event description:
The customer reported the ventilator was alarming due to a pressure sensor failure. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The MFR's service technician contacted the customer for service and the customer reported inspection of the device found the motor controller pcb board was not properly seated into the cpu pcb board. The customer reseated the pcb board and reported the device was operating without the reported problem. The customer declined onsite MFR's service. As reported, failure of the pressure sensor may affect the accuracy of the system pressure measurement, which may result in a vent inop occurrence. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation.

Manufacturer narrative:
Device problem already known, no evaluation necessary. Results - pcba was reseated.